Event description:
It was reported to boston scientific corporation on december 06, 2022, that an axios stent and electrocautery enhanced delivery system was implanted in the pancreas to treat a walled-off-necrosis (won) due to acute pancreatitis during an axios placement procedure performed on an unknown date. The patient underwent erbd tube placement for acute occlusive cholangitis associated with an impacted choledocholithiasis. Fluid replacement therapy reduced pancreatic enzymes and improved symptoms, but a contrast-enhanced abdominal computed tomography (CT) scan on the seventh hospital day showed acute necrotic effusion (anc). Follow- up was performed with conservative treatment; however, the symptoms did not improve, and cyst enlargement and infection were noted. In (B)(6) 2022, exact date unknown, the patient developed a small bowel ileus. Three days later, the patient experienced abdominal distention due to recurrence of small intestinal ileus. Abdominal computed tomography (CT) scan was performed, and it was confirmed that the stent migrated and caused the bowel ileus.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4).